Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report a motor error alarm. The customer was trying to treat for high blood glucose levels, but he stated that nothing was happening. The customer stated that he noticed a couple of months ago, that the drive support cap was protruding, and he pushed it back in place but he never called to report it. The customer stated that he also put the insulin pump through the x-ray machine at an airport recently. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.